Manufacturer narrative:
Subsequently, it was reported that a cutting needle (triangular suture needle) was used. Without the serial number of the product no device history could be pulled and reviewed. Without the return of the valve for analysis, a root cause of the clinical observation cannot be determined. However, given the information supplied, it is likely that the valve was not sewn in the outer half of the sewing cuff per the instructions for use (IFU) and that the cutting needle cut through the valve stitching, causing the cuff to separate. Because the valve cuff stitching is knotted at every quarter of the cuff's circumference, the cuff will separate for approximately one centimeter and then stop at a knot if the stitching is cut or broken. The IFU also advises use of only taper point needles for suturing the cuff. Should the product be returned or if additional information is received, the investigation will be re-opened and a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that the attempted aortic implant of this mechanical heart valve was abandoned when a one centimeter long tear was observed in the valve's sewing cuff while the valve was being sutured into place. Another manufacturer's valve was implanted with no adverse patient effects.

Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. It has been reported that the valve is to be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.